Event description:
It was reported that a user¿s dexcom g7 sensor data were present in the dexcom app but the sensor would not pair with the ilet despite correct code entry and device restart. Symptoms included no reported adverse clinical effects. Outcomes included no alarms on the ilet related to this event and no need for medical care. Investigation included remote troubleshooting and education, including verification of the sensor code in the ilet, confirmation of no competing receivers, mode toggling between g6 and g7, and an ilet restart with counseling on expected pairing time. Investigation of this case revealed a pairing failure limited to the ilet while the sensor functioned with the dexcom app, consistent with a connectivity or setup issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device pairing failure related to connectivity or configuration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.